Event description:
Additional information was obtained via the patient's remote home monitoring system that this rv lead and crt-d displayed another high out-of-range (oor) shock lead impedance (sli) measurements. The patient had experienced on this on a few occasions and the clinic will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) shock lead impedance (sli) measurements. Boston scientific technical services (ts) discussed of testing the integrity of the system with shock lead impedance test (slit). Further, ts discussed that the patient may not receive effective therapy if shock impedance is too high. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).